Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Although the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA # listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the mildly tortuous mid circumflex (cx) artery. Pre-dilatation was performed with a 2.5x12mm non-abbott balloon dilatation catheter (bdc). The 2.5x18mm device was successfully advanced to the target lesion; however, it could not be inflated and was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x23mm device was used to successfully complete the procedure. There was no additional information provided.